Event description:
Device read 99mg/dl and 2 hours later 297mg/dl. No adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.